Event description:
The user facility reported that while a patient was positioned on the surgical table, the table tilted uncommanded.

Manufacturer narrative:
No report of injury, procedure delay or cancellation. A steris service technician arrived at the facility, performed a full functional test of the surgical table including inspection of the hydraulic system and could not duplicate the reported issue. While on site, the steris technician was informed that at the time of the event, the table was being moved by facility personnel and a staff member was holding the hand control as the hand control clip located on the surgical table was damaged. It is possible that the tilt button on the hand control was inadvertently pressed while facility staff was moving the table. The hand control clip was replaced on the surgical table. The table was tested, confirmed to be operating according to specification, and returned to service. The table was installed (B)(6) 2014 and is covered under steris extended warranty. Preventive maintenance was performed on (B)(6) 2014 at which time the table was confirmed to be operating according to specification. No further issues have been reported.